Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure for premature ventricular contractions, communication issues with the catheter resulted in the procedure being cancelled. The catheter sensor could not be visualized in voxel mode. Attempts were made to troubleshoot, ensuring everything was properly connected, but the issue persisted. The procedure was cancelled. No adverse consequences to the patient are reported as a result of the cancelled procedure.